Event description:
It was reported that customer experienced cgm error message while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for complete pump reset, performed reset with guidance, and successfully restarted sensor session without further cgm error.